Manufacturer narrative:
Manufacturer dates for all devices: unk.

Event description:
Indication for procedure: class I lead infection. Procedure: this was a left-sided procedure performed in the ep lab for a complete system extraction secondary to infection. The md attached a lld-ez to the distal end of the lv lead and began lasing with the 14f sls. While advancing around the svc junction, the rn alerted the md to the patient's arterial pressure that had significantly dropped. An echocardiogram was performed, the CT surgeon was called, and the patient was prepped for the transfer to the operating room. The surgeon and cardiac team arrived in the ep lab approximately 25 minutes after the initial call, and the patient was taken to the operating room. Device analysis: there were no devices retained for return analysis. There were no statements from the md of malfunction of spnc devices during the case. Patient outcome: the patient reportedly expired in the operating room.